Event description:
It was reported that during procedure, upon complete release, the subject stent shortened, failing to fully cover the lesion and leaving the proximal axilla uncovered. An attempt was made to telescope another device; since it failed to open, it was removed, and another self-expanding stent was telescoped. No clinical consequences were reported to the patient due to this event. No further information was available.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information states "upon complete release, the device shortened, failing to fully cover the lesion and leaving the proximal axilla uncovered. An attempt was made to telescope another device; since it failed to open, it was removed and a self-expanding stent was telescoped. Additional information did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. The patients anatomy was not tortuous. It is unknown if the user selected the incorrect size stent, or if anatomical factors contributed to the reported event. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported issue 'stent deformed' and 'stent fail/unable to open'.

Event description:
It was reported that during procedure, upon complete release, the subject stent shortened, failing to fully cover the lesion and leaving the proximal axilla uncovered. An attempt was made to telescope another device; since it failed to open, it was removed, and another self-expanding stent was telescoped. No clinical consequences were reported to the patient due to this event. No further information was available.